Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor was missing an electrode. It was also reported that the customer's transmitter was not charging properly. Customer's blood glucose level at the time 166 mg/dl. Troubleshooting occurred. Advised sensor would be replaced.